Event description:
During the implant of this device, the screw of the ventricular channel did not perform, however the physician elected to implant the ICD even though the ventricular screw was not blocked. When abnormal sensing and noise signals were sensed on the ventricular channel few weeks after implant, the physician elected to follow-up on the pt instead of substituting the device. The device was finally explanted when the pt received an inappropriate shock which was traced to the unblocked ventricular screw.